Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Customer service provided information on how to reset the pump and assisted the caller in completing the reset. The issue did not recur after the reset, and the customer was advised to continue using the pump, with instructions to contact support if the malfunction reappears.